Manufacturer narrative:
Clinical rationale: an impella 5.5 was surgically inserted via the right axillary/subclavian artery in a 71 year old male patient with postcardiotomy cardiogenic shock (pccs). The patient presented in scai stage e shock following mitral valve replacement complicated by a bypass cannula¿related dissection, requiring large volume transfusion and postoperative central va ECMO with an open chest. After subsequent ECMO decannulation and chest closure, the patient continued to decline on high dose inotropes, prompting implantation of impella 5.5, which was placed without procedural difficulty and the patient was transferred to the cvicu. During support, the patient experienced respiratory failure following bronchoscopy, sepsis, and eventual death, with the patient declining despite intervention and ultimately being made dnr before expiring. A separate console error was noted in which the system failed self check and could not reboot until the battery was manually shut off; this failure mode involved the aic system and showed no device involvement with respect to the patient outcome. The impella 5.5 remained in place until the patient expired on support. The patient¿s progressive respiratory failure, sepsis, and subsequent death appear clinically attributable to the severity of the patient¿s underlying postoperative condition and multisystem decline, rather than to a malfunction of the impella 5.5 device. The console error reported separately was unrelated to patient injury. No evidence currently indicates that device performance contributed to the patient¿s deterioration or death. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an optical sensor error on the supporting automated impella controller (aic). The system self-check failed, the aic would not turn off, and it was making a continuous noise. A different aic was used to support the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.